Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states that he turned on the device and smoke started coming from the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation2 CPAP device. The patient states that he turned on the device and smoke started coming from the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed a dust-like contaminant on the water tank lid, water tank seal, and water tank. The ui display bezel screw was observed to have corrosion on it, likely due to liquid ingress. During the investigation, product investigation laboratory observed a dust-like contaminant on the ui display bezel, top enclosure, center enclosure, iso port, and inlet/outlet seal. A brown discoloration was observed on the ui display bezel, and what appeared to be burn markings were observed on the ui ribbon cable, both likely due to thermal damage to the pca. Hair-like particles were observed on the inlet/outlet seal, blower, blower seal, heater plate spring, and bottom enclosure. The q2 and q3 components on the pca were observed to have thermal damage to them, and the pca was observed to have corrosion on it, both likely due to liquid ingress to the pca. During the investigation, product investigation laboratory observed a dust-like contaminant was observed inside the inlet of the blower box, on the blower, blower seal, heater plate, and bottom enclosure. The manufacturer concludes that there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and able to confirm the complaint. There was a total of 15 errors logged. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.